Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The ge service rep replaced the main cables. The system operates as intended.

Event description:
The customer reported that the main cables on the system were damaged. No patient injury was reported.